Event description:
Infant on continuous cardiorespiratory monitoring, which should transmit to central monitor at nurse's stations in front and back of unit. Monitor failed to transmit to central monitor during an apnea and bradycardia episode where the patients heartrate and sats dropped to levels where intervention was necessary, but could have been delayed due to not transmitting to central monitor. Infant required stimulation and oxygen - responded. No patient harm. Biomed evaluation: the module (brick) was tested and all functions of the module are working properly, and it was alarming at central station. Found upon arrival, the ECG alarms were turned off. Once he turned them back on, he was able to get it to alarm at bedside as well as central.